Manufacturer narrative:
Batch review performed on 20 july 2018; lot 176099: (B)(4) items manufactured and released on 18 january 2018. Expiration date: 2023-01-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon templated for a size 4/5 quadra std stem and broached up to a size 4 using a std lateral approach surgical technique. He performed a trial reduction and then double checked the torsional and lineal stability prior to calling for the definitive stem. Upon implantation of the size 4 stem he found it to subside approximately 1 cm. He then removed the stem and broached up to a size 5 and ultimately implanted that stem which sat 3mm deeper than broached. The surgeon felt that it was stable and accepted the position.